Event description:
Customer's family member reported that customer was hospitalized with high bg and dka as per md. Instructed customer ro change set and inject as per md. Troubelshooting perfomred. After checking alarm history and performing self test, determined customer had repeated low reservoir alarms. May not be changing reservoir or filling properly. Family member also indicated pt uses cold insulin. Advised to allow to room temperature.